Event description:
It was reported that during a da vinci s prostatectomy procedure the customer experienced recurring system error code #23013. With the assistance of an isi technical support engineer (tse), the site exercised the right master tool manipulator (mtmr) and was able to override the fault and continue with the case, however, system error #23013 later returned. The surgical procedure had been in progress for 60 minutes when the surgeon decided to abort, close the pt and reschedule the procedure for a later date. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #23013 experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The #23013 system error code appears when the da vinci s safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". The mtmr was returned to isi for evaluation. Engineering determined that an axis potentiometer had malfunctioned, thus generating the system error code experienced by the customer. As of 07/01/2009, there have been no reported recurrences of the issue at this hospital.